Event description:
Customer reportedly obtained results of 70 mg/dl with advantage test strips and 119 mg/dl with comfort curve test strips on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used on either vial. Requested return of suspect vials and replacements were sent.

Manufacturer narrative:
Comfort curve test strips: 549310, 2030373, 12/31/07.